Event description:
It was reported that an output current unable to be delivered message was seen. It was reported that the patient was first seen with this message after their service dog pounced on their chest, and at a later follow-up appointment. The physician indicated that the patient was initially set to a 3.5ma output, and had an impedance of 2644 ohms, but that they had now programmed the patient to a 2.5ma output and 130usec pulse width. The physician reported that after the settings reduction the undeliverable output current message disappeared. Internal generator data was received and reviewed. No known relevant surgical intervention has occurred to date. No additional relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.